Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that liquid crystal display (lcd) screen of system controller did not illuminate with pressing any buttons, but green circles were illuminated. The system controller was unable to self-test. The log file captured no external power alarm(s) and multiple other associated alarm types on 23may2026 and 24may2026. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The log file also captured no external power events on 25may2026 due to simultaneous power lead disconnects while the patient was switching power sources. It was noted that there were 225 ebb usages.